Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an ankle fracture procedure, when the surgeon was attempting to administer final tension utilizing the syndesmosis tightrope, ar-8925ss, the suture broke. The ar-8925ss was inserted through an arthrex ar-8943bl-06 ankle fracture plate hole in a standard fashion. Only one limb of the suture broke. In order to complete the case, an additional incision on the medial side of the patients ankle was made and the medial side of the implant was removed successfully. Time added to the case was approximately 3 minutes and a second ar-8925ss, was also opened.

Manufacturer narrative:
Complaint confirmed. It was noticed upon receiving that the suture had three out of four ends frayed/cut and small scratches were noticed on both faces of the round button, but no damaged or sharp edges were observed. A most likely cause of this type of event to occur is from cutting the suture prematurely, being struck by another instrument or sharp object, and/or user-applied force exceeding the suture stress limit.